Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic in the tube, resulting in errors on the automated machine. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received four (4) photos for investigation. The evaluation of these photos indicated the presence of foreign matter in the tube. Additionally, 100 retained samples were visually inspected, and no foreign matter was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode foreign matter - other based on customer photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.